Event description:
It was reported that during a ptca procedure, the dilatation catheter tip separated either during preparation or when the device was removed from the guide wire after use. No patient injury was reported.